Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the proximal left anterior descending (plad) artery to the mid left anterior descending artery (mlad) with heavy calcification and mild tortuosity. The 3x15 mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilatation; however, the balloon ruptured during the first inflation at less than 10 atmospheres (atm). Therefore, bdc was removed from the patient. A non-abbott balloon was used to complete the procedure. There were no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.